Manufacturer narrative:
The available information does not indicate that there was a device malfunction. The log files were reviewed which support that the system functioned as designed and generated cautions and alarms as expected. The user guide instructs the user to secure the protective caps and close clamps to prevent blood loss and not to use the product if a protective cap is loose. No additional information will be provided.

Event description:
The caregiver reported that on (B)(6) 2016 a (B)(6) male experienced tingling in his feet approximately 2.5 hours into treatment. Shortly after he lost consciousness, was pulseless and there was no blood pressure present. A saline bolus was given by the caregiver and 911 was called. The patient was transferred to hospital where he was admitted and transfused with 2 units of blood. His condition improved and he was discharged on (B)(6) 2016. Review of the event determined that there was a blood loss of approximately 2 pints found where the heparin line was hanging down behind the cycler. The protective cap had clotted blood present and appeared to be loose. The status of the heparin line clamp was not reported and is unknown.